Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to operating room for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted and will be monitored.